Manufacturer narrative:
Previous medwatch submission noted "left side deflation". Please note that this report is for right side device. Upon further information, healthcare professional reported right-side exchange with no complaint against the device. Deflation for left side device has already been reported in mrn 9617229-2023-12902.

Event description:
Healthcare professional reported right-side exchange with no complaint against the device. The device has been explanted. Deflation for left side device has already been reported in mrn 9617229-2023-12902.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.